Event description:
A falsely elevated ctni results of 1.29 ng/ml was obtained on the dimension xpand. Repeat testing was performed on a dade behring stratus cs and a result of 0.0 ng/ml was obtained. The sample was re-centrifuged and run on the expand. A value of 0.0 ng/ml was obtained. The elevated result was not reported to the physician. There were no adverse health consequences. Pt treatment was not prescribed or altered as a result of the erroneous result. Analysis of instrument data indicated instrument maitenance issues.